Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("embedded right essure micro-insert/ failure to occlude fallopian tubes, malposition of essure (right micro-insert)"), device expulsion ("migration of essure device (uterus ¿ left micro-insert)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and human papilloma virus infection. Concurrent conditions included fatigue, diarrhea, constipation, irregular periods, back pain, anxiety and premenstrual syndrome. Concomitant products included bupropion hydrochloride (wellbutrin xl) from 2014 to 2015, cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d), ibuprofen and sertraline (zoloft) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and stress ("stress"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and stress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, stress, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased soon after essure removed. She could not proceed with a planned novasure endometrial ablation due to an embedded right essure micro-insert. Diagnostic results: (B)(6) 2013: essure sterilization: both tubal ostia were seen clearly. Essure advanced into left fallopian tube then advanced into right fallopian tube. First tube coils trailing 3, second tube coils training 3. (B)(6) 2014: hysterosalpingogram, results: failure to occlude. Normal uterine cavity, bilateral fill with spell on right, probable spell on left. (B)(6) 2014 pelvic ultrasound: impression: no pelvic mass or suspicious fluid collection. Bilateral essure devices, one on the left has a more normal orientation. One on the right appears to be medially located relative to the contralateral side. (B)(6) 2015 pathology report. Diagnosis: right fallopian tube, right salpingectomy: benign fallopian tube. Left fallopian tube, left salpingectomy: benign fallopian tube. Endometrium, curetting: mildly dyssynchronous endometrium with extensive stromal breakdown and rare fragments of decidualized stroma. No evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("embedded right essure micro-insert/ failure to occlude fallopian tubes, malposition of essure (right micro-insert)"), device expulsion ("migration of essure device (uterus ¿ left micro-insert)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and human papilloma virus infection. Concurrent conditions included fatigue, diarrhea, constipation, irregular periods, back pain, anxiety and premenstrual syndrome. Concomitant products included bupropion hydrochloride (wellbutrin xl) from 2014 to 2015, cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d), ibuprofen and sertraline (zoloft) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and stress ("stress"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and stress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, stress, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased soon after essure removed. She could not proceed with a planned novasure endometrial ablation due to an embedded right essure micro-insert. Diagnostic results: (B)(6) 2013: essure sterilization: both tubal ostia were seen clearly. Essure advanced into left fallopian tube then advanced into right fallopian tube. First tube coils trailing 3, second tube coils training 3. (B)(6) 2014: hysterosalpingogram, results: failure to occlude. Normal uterine cavity, bilateral fill with spell on right, probable spell on left. (B)(6) 2014 pelvic ultrasound: impression: no pelvic mass or suspicious fluid collection. Bilateral essure devices, one on the left has a more normal orientation. One on the right appears to be medially located relative to the contralateral side. (B)(6) 2015 pathology report. Diagnosis: right fallopian tube, right salpingectomy: benign fallopian tube. Left fallopian tube, left salpingectomy: benign fallopian tube. Endometrium, curetting: mildly dyssynchronous endometrium with extensive stromal breakdown and rare fragments of decidualized stroma. No evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Event abnormal bleeding (general) was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, embedded device, device expulsion, uterine perforation, depression, stress were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.